Event description:
An externalized conductor was visible. No electrical anomalies were noted. No further information available at this time.

Event description:
New information notes that noise was noted. The lead was explanted.

Manufacturer narrative:
External insulation abrasions were noted at 6.7-7.3cm, 34.2- 34.4cm, and 35.4-36.6cm from the lead tip. The etfe coating was intact. External and internal insulation abrasions were noted at 7-8.5cm and 25.9-27.6cm from the lead tip. Internal insulation abrasion was found at 13.8-15.1cm and 30.9-31.3cm from the lead tip. The etfe coating was intact. Externalized conductors due to internal insulation abrasion were found at 10.2-13.8cm from the lead tip. The etfe coating was abraded. An internal insulation abrasion was found under the rv shock coil at 4.3-5.5cm from the lead tip. The etfe coating of the sensing conductor was abraded at this location. This is consistent with the field event of noise.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.